Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.

Event description:
It was reported that the patient died. Further review of the manufacturer's database indicates the patient died approximately ten months post the implant of a cardiac resynchronization therapy w/defibrillator (crt-d). The patient was a participant in the (B)(4) study. It was further reported that the investigator made "several" attempts to contact the patient before being informed of the patient's demise. The patient was last seen in the clinic approximately eight months prior to death. The primary cause of death is unknown, and there is "no allegation of device/lead relatedness to the cause of death by the healthcare provider." An autopsy was not performed and the device will not be returned to the manufacturer.